Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00937. It was reported the patient experienced ineffective stimulation from one of the leads. Diagnostics indicated high impedances. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Additional information indicates the left t12 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Conclusion: the reported event of high impedances was confirmed. As received, visual inspection showed the returned lead was found to have all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.